Event description:
Physician reported a burst of particulate from this needle during a phacoemulsification procedure. Most of the particulate was able to be aspirated. There has been no report of pt adverse reaction.